Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. No available information points towards the device having caused this outcome. Reportedly the recipient had two fistulas, which likely contributed to the extrusion of the device. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device was exposed. Reportedly the user had 2 fistulas contributing to the observed extrusion. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had 2 fistulas and the device was exposed.